Manufacturer narrative:
This is one of five products involved with the reported event. The medical device reporting reference number for these events are 3004939290-2018-00786, 3004939290-2018-00784, 3004939290-2018-00787, 3004939290-2018-00788, 3004939290-2018-00789. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the use of the mynx vascular closure device, it was reported that the sealant did not deploy. There was no patient injury.

Manufacturer narrative:
During the use of the 5f mynx vascular closure device, it was reported that the sealant did not deploy. There was no patient injury. No further information was available the product was not returned for analysis. A device history record (DHR) review of lot f1817902 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.